Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with several vf episodes where therapy was withheld due to the detection of lead noise. The review of the electrograms showed intermittent far p oversensing after the p wave. Programming changes and further testing were recommended. Patient monitoring will continue at this time.